Event description:
It was reported that pump experienced malfunction alarm identified by code 16 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised continuing using the pump and to call back if issue happened again, which customer acknowledged and understood.